Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-2329, (lot: 0011447642); product type: 0195-heart valves; implant date n/a; explant date n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve load was confirmed under fluoroscopy and no misload was observed. A pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic balloon (braun z-med 18 millimeter (mm)) using hand inflation pressure. During the implant of the valve, at 80% deployed an infold was observed spanning the entire length of the valve frame. The target implant depth was 3 mm. Cuspal overlap technique and and attempt to align the commissures was made. The valve was recaptured into the delivery catheter system (dcs) and withdrawn from the patient. The valve and the dcs were replaced. A new valve was implanted in the aortic position successfully. Of note, the patient's perimeter measured 79.8 mm, mean diameter of 24.6 mm and aortic calcification were observed. No adverse patient effects were reported.